Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned procedure was performed by the customer when the issue occur and procedure was completed by user tried expose again. The philips field service engineer (fse) inspected the system on site and confirmed that the wired footswitch experienced intermittent functionality issues. Review of the system log file showed that there may be instances where pressing the footswitch does not result in any command for exposure. To resolve this issue, fse replaced wired footswitch. The defective component was returned to philips for analysis and found that two anti-slip rubber components were missing, the bracket was loose, and the exposure pedal occasionally failed to emit an x-ray signal during testing. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's footswitch failed, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.